Event description:
The customer originally reported that the insulation near the jaws was splitting and was used to complete the hysterectomy procedure with no pt injury. The device was returned to covidien and a visual inspection found that the clear insulation was damaged and the webbing is protruding from the hinge.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.